Event description:
Pt for laparoscopic bilateral tubal ligation and hydrothermal endometrial ablation. Hydrothermal ablation machine going through steps for hysteroscopic visualization. Fluid draining from visualization chamber going to collection bag, no fluid return from hysteroscope device. Fluid draining from IV bag supply into collection bag, not going through to the hysteroscope. Surgeon unable to adequately visualize cavity due to inadequate distention. Machine turned off, set-up steps repeated with same results. Sales rep called for trouble shooting; additional disposable devices obtained. Machine set-up with new disposable devices with same result. Laparoscopic procedure performed prior to ablation at this point, waiting for sales rep arrival. All steps repeated in presence of sales rep, who stated it is not turning on like it should, (talking about motor of machine) as computer components with appropriate displays present. Ablation performed using another system. Hydrothermalablator tagged, taken to desk for evaluation/repair. No harm to the patient. Substitute equipment used.